Manufacturer narrative:
The reason for this complaint was primary surgery reported as base plate milled incorrectly. The healthcare professional indicated this event occurred during surgery, near the patient. No risk, adverse event, or negative outcome were reported. There was a 10 minute delay in surgery but the surgery was completed as intended. The instrument was inspected prior to use and was deemed unacceptable. The device was returned to manufacturer and evaluated by registered medical assistant (RMA) at djo surgical. A review of the instrument's device history record (DHR) revealed the instrument, when released for use, met design and manufacturing requirements. There were no non-conforming material reports (ncmr) associated with the production of this instrument. Complaint database review shows one prior complaint filed against the instruments item number that reports a similar failure. That is 1 - functional. Review shows no prior complaints against the instruments lot number that report a similar failure. The root cause of this complaint is likely attributable to incorrect use. It is plausible that the device was held at an incorrect angle which led to the issue of not threading into the drill guide. There are no indications that this instrument has a systemic design or material deficiency. Therefore, no containment of inventory is required. Event is associated with instrument usage, not a design or manufacturing issue. RMA examination: the reported instrument was returned to djo and after further examination shows that the rsp baseplate was lasered correctly and the drill guide does in fact thread into the baseplate. It is possible that the drill guide in use contains the error but only the rsp baseplate was returned for investigation. Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Primary surgery - baseplate was milled incorrectly. Drill guide would not thread into baseplate, nor would set screw for glenosphere. Had to take it out and open another.